Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that excess heat was emanating from the patient's pocket system controller. The system controller was also observed to have decreased battery life of approximately six hours. The patient's latest lactate dehydrogenase (ldh) level was 860 u/l, down from 1142 u/l. Log files submitted to the manufacturer's technical services representative for review revealed pump powers becoming less stable, trending upward slightly with the pulsatility index also trending upward. The patient underwent a pump exchange on (B)(6) 2016. It was reported that there was no obvious thrombus noted within the pump upon explant.

Manufacturer narrative:
The pump returned with the driveline cut approximately 1.5 inches from the pump housing and the severed portion of the driveline was returned in three pieces. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition appeared to occlude the blood pathway. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origins and duration of time for which it was present in the pump could not be conclusively determined, the faint circumferential contact marks on the outlet cone section, indicate that the deposition was present in the outlet stator while the pump was operating. The remaining pump blood contacting surfaces were free of any adhered thrombus or deposition. If it were present while the pump was operating or if it was a part of a larger thrombus formation, the deposition could have potentially contributed to the report of elevated lactate dehydrogenase level. The deposition found in the pump could have potentially created additional resistance on the spinning rotor, contributing to the report of elevated pump power values. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The reports of excess heat from the patient¿s system controller and decreased battery support time could not be confirmed as the patient¿s system controller and 14 volt lithium-ion battery were not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.